Manufacturer narrative:
Establishment name: tandem, country: united states of america, address: line 1: 11045 roselle street, address: line 2: suite 200, city: san diego, state, province or territory: ca post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set kinked cannula (B)(6) 2026 as the patient did not rotate site location which leads to high blood glucose levels and got treated with correction bolus via pump. The site location was abdomen. The patient customer replaced infusion set and resumed insulin deliveries successfully.